Event description:
During an arthroscopic labrum repair, the physician was utilizing a speedlock knotless implant. It was reported the anchor would not disengage from the handle. A new speedlock knotless implant, of the same lot, was opened. Using the same bone hole, the physician attempted to place the implant but was again unable to disengage the implant from the handle. The procedure was completed by drilling a new bone hole and using a different product. No patient complications were reported as a result of this event.

Manufacturer narrative:
Device 2 of 2. Reference manufacturer's report: 2032380-2011-00107. Please note, the patient's identifying information was requested but not received.